Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain and urinary tract infection had not resolved. The reporter considered abdominal pain, back pain, pelvic discomfort, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain'), device dislocation ('second coil not detected') and embedded device ('essure fallopian tube coil partially embedded in anterior myometrium'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain and urinary tract infection had not resolved. And the device dislocation and embedded device outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, embedded device, pelvic discomfort, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: event: device dislocation & device embedded were added, reporter information updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain and urinary tract infection had not resolved. The reporter considered abdominal pain, back pain, pelvic discomfort, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received. Insertion date and removal date updated. Removal surgery added for event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.